Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to protruded and loose drive support disk. Insulin pump had a cracked case on display window corner, minor scratches on lcd window, cracked battery tube threads and cracked belt clip slot on battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's states insuling squirt during manual prime followed by alarm. Blank screen also reported. Customer was advised that insulin pump would need to be replaced. No further information provided.